Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified.

Event description:
Report received of a leak of a chemotherapeutic agent. Reportedly, the pt was in the dr's office to receive a one hr infusion of taxol as an outpt. The taxol was being delivered via an acclaim infusion pump at a rate of 250ml/hr for 1 hr. Reportedly, 15 mins into the infusion, the pt reported to the nurse that the drape (pad) under his arm was wet. A dry drape was placed under the pt's arm. This replacement drape was also reported to become wet. The nurse reported that the leak of fluid was noted at the filter. The set was replaced and the infusion completed. There was no reported adverse pt or healthcare provider effect. Though requested, no additional info was provided.